Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as the analysis identified a connector fracture and broken fiber. Based on the instruction for use, the moses 200 length is 300 cm plus 10 or minus 0. The fiber was received in one piece, however it measured only 58.5 cm, which indicates it was broken. The fiber tip was not received. Analysis identified the aim beam light was distorted, indicating an internal connector fracture. The following message was displayed: treatment used: 0 treatment left: 1. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. The IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, there was a popping noise followed by a snapping noise. The physician stopped lasering and a small hole was noted in the drape. There was no patient or staff harmed. The blast shield was checked, and a new fiber was opened and used. The procedure was completed using the second device without patient complications.

Event description:
It was reported that during a procedure, there was a popping noise followed by a snapping noise. The physician stopped lasering and a small hole was noted in the drape. There was no patient or staff harmed. The blast shield was checked, and a new fiber was opened and used. The procedure was completed using the second device without patient complications.